Manufacturer narrative:
Results of device eval will be filed in a supplemental report when sample is received.

Event description:
Blood leaked from the bottom of the 3-way stopcock fixed on disposable transducer during procedure.